Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver display frozen occurred for receiver with an unknown serial number. However, a receiver with a serial number of (B)(4) was returned for evaluation. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.